Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and confirmed that the cell rinse tube had leakage. He then replaced the cell rinse tube. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable apolipoprotein a result from one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory as the reporter deemed the result unreliable and did not match the patient's clinical diagnosis, alerting them to an issue with the result. The initial result was 5.17 g/l or 5.07 g/l. The repeat result was 1.71 g/l.